Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported an unregulated flow event occurred during a normal saline infusion. No patient harm was reported. The devices were sent to the hospital's biomed department for evaluation. In subsequent testing, no device issues were identified, and the hospital declined further evaluation.